Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against this lead was confirmed. There was a punctore hole noted in the lead insulation most likely from the guidwire escaping the lumen. The conductor coils were also deformed and there was a green guidewire coating bunched in the area.

Event description:
Boston scientific received information that during an implant procedure, the wire went through the lead upon backloading and damaged the insulation, lead body and electrode end. Additional information received confirmed that the conductor coil was damaged as well. This lead was never in service. No adverse patient effects were reported.